Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the md that the central line was being used on a male coding patient, in intensive care unit, in the middle of the night. During insertion, md met resistance with .018 spring wire guide (swg), but was able to maneuver swg through subclavian vein into superior vena cava (svc). It was noted that patient had a very muscular anatomy. After swg was threaded, md noticed swg bent while using dilator, but became stuck inside catheter in its final position. He attempted to pull it by holding swg & performing a controlled pull, while the same time holding catheter to avoid dislodgement as described by seldinger protocol. This resulted in a snapping sound and unraveling of swg exposing core wire. Md decided safest course of action would be to remove catheter containing swg. It offered resistance where bent & during final pull swg unraveled and core came out. Md was able to grasp as to avoid its embolization, resulting in core wire injuring md's thumb just below nail, at its tip. Consequently he had to have a tetanus shot and was tested for hiv. Another kit was not used and there were no patient complications reported.